Event description:
This lead was attempted to be implanted on (B)(6) 11 and it was not used as it kept pulling back because it was too small. The procedure took place at (B)(6)hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).